Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed using the returned contour next ez meter with the returned contour next test strips and contour next control solution from lot # 8bv2g24, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided.

Event description:
The customer ran control tests and obtained readings of 173 mg/dl and 171 mg/dl at 9:25 p.m. And 9:26 p.m. Respectively on a contour next ez meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.